Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 250 to 400 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose. Customer using auto mode. Customer treated with insulin pump. The insulin pump will not be returned for analysis.